Event description:
It was reported that the water temperature dropped out and patient temperature plummeted on the back of this in an arctic sun device. This happened twice during the rewarm phase of therapy. Per sample evaluation results on 13nov2023, it was reported that the arctic sun device failed the protective earth during est due to high resistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed power cord. The device was evaluated upon receipt. Device failed the protective earth during est due to high resistance. Replaced power cord. Est completed successfully. The serial number is unknown; therefore, the device history record could not be reviewed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature dropped out and patient temperature plummeted on the back of this in an arctic sun device. This happened twice during the rewarm phase of therapy. Per sample evaluation results on 13nov2023, it was reported that the arctic sun device failed the protective earth during est due to high resistance.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature dropped out and patient temperature plummeted on the back of this in an arctic sun device. This happened twice during the rewarm phase of therapy. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device failed the protective earth during est due to high resistance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed power cord. The device was evaluated upon receipt. Device failed the protective earth during est due to high resistance. Replaced power cord. Est completed successfully. The serial number is unknown; therefore, the device history record could not be reviewed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the water temperature dropped out and patient temperature plummeted on the back of this in an arctic sun device. This happened twice during the rewarm phase of therapy. Per sample evaluation results on 13nov2023, it was reported that the arctic sun device failed the protective earth during est due to high resistance.